Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced was hospitalized due to diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was 24 mmol/l and current blood glucose level was 19 mmol/l. Customer experienced symptoms such as nausea because of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection. Customer not alleging that the insulin pump was under delivering. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.